Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, pump error 37 alarm (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), the insulin pump did not rewind completely and failed the displacement test. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-387a. Troubleshooting was not performed for the insulin flow blocked alarm as it was resolved in the past. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-387a.

Manufacturer narrative:
The sc1 cap and reservoir locked into the reservoir compartment during testing. The pump was downloaded successfully, and pump error 37 was noted in the download history review on (B)(6) 2025 22:59:17.000. The pump failed the functional tests due to a device test failure and pump error 37. The pump was cut open to perform a visual inspection, and the unit was separated into the motor stack due to a motor defect. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegations of device test failed, no delivery/occlusion alarm, and pump error 37 were confirmed during analysis. The unit was separated from the motor stack due to a motor defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.